Event description:
The recipient is reportedly experiencing an infection at the implant site. The recipient was administered medicated antibiotic therapy. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. The recipient will not pursue revision surgery. The recipient continues to use the device. No further treatment details will be provided. This ids the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.